Event description:
Pt reported receiving elevated blood glucose readings (values and duration of elevated blood glucose not provided), while using the suspect device. Pt sought treatment, at the hospital, where it was determined that pt was experiencing low blood glucose (values not provided). Pt was treated with intravenous fluids (contents not provided), and nitroglycerin, for a heart condition. Controls were not run on the system. At the time of the report, pt had lost the suspect device, while hospitalized. No product will be returned to the manufacturer for evaluation.